Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit exhibited communication error e116. It was noted that this event occurred outside from procedure. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a damaged/worn touch screen/display was noted, dust was noted inside the device, which could have caused the reported error e116. It was noted, the device was disassembled, dust was cleaned, parts were reassembled, and it was recommended that the front panel be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the error was attributed to dust temporarily affecting operation. In addition, e116 typically indicates faulty circuit board (image does not properly appear) and is an error message to alarm faulty circuit boards, or power. However, a specific root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.